Event description:
I used renu solutions and renu moisture loc contact lens saline solutions from 09/01/1991 through 094/06. On 07/04/04; I awoke and had eye pian, 2 white dots in my eye and discharge and could not see out of my right eye. I went to hosp around summer of 2004 and was diagnosed with keratitis infection and went through massive anti fungal therapy and require a corneal transplant surgery.